Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to the patient's "dead skin" and was further clarified to be due to a touch contamination. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with vancomycin, 2 grams, intraperitoneally (frequency not reported). On an unreported date, the patient was re-trained in proper aseptic technique. On an unreported date, the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.